Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with an incomplete capsulotomy and a posterior capsule break during laser assisted cataract surgery. A limited vitrectomy was performed and the intraocular lens was placed in the sulcus. Additional information received states the surgeon and operator attempted to dock three times and did not change the patient interface. There was also lens tilt and the capsulotomy control points were not in the correct place.